Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was not communicating, which prevented the user from removing medications. The field service engineer (fse) identified that the all-in-one board was responsible for the purple ring light on the screen and replaced the board. Following the replacement, the customer logged into the station to test and verify the all-in-one board, and functionality was confirmed to have been restored. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen was flickering and had bunch of stripes on it and the user was unable to pick drugs to remove. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.